Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in the use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) was not able to duplicate the problem. The unit passed extended self testing.